Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusions can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed functional testing. No unexpected motor error alarms noted. No further testing could be performed due to faulty force sensor relay. The insulin pump was received with minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported the customer received a motor error alarm. The mother stated the alarm had occurred 4 times. The insulin pump was not dropped or exposed to a magnetic field. Customer was advised to replace the insulin pump. Customer's blood glucose was 120 mg/dl. No additional information provided.